Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Information received from the the ajnr am j neuroradiol 33:e46 ¿e51, apr 2012. Treatment of an unruptured large pica (posterior inferior cerebellar artery) aneurysm. It was reported that a patient underwent pipeline embolization treatment in which one pipeline was placed with the distal aspect of the construct positioned within the proximal basilar artery and the proximal aspect terminating within the v4 segment of the left vertebral artery, proximal to the aneurysm neck. Following placement of the ped, control angiography demonstrated contrast stasis within the aneurysm that persisted into the venous phase. No complications were observed during or immediately after the procedure. Three days after discharge (pod 8), she returned to the emergency department with a severe intractable headache. The patient was discharged home 2 days following admission (pod 10) with some improvement in her headache. Ten days following discharge (pod 20), the patient suddenly collapsed at home. On arrival at an outside hospital, she was found to have a (B)(4) coma scale score of 3 with fixed and dilated pupils. A CT scan revealed a subarachnoid hemorrhage as well as parenchymal hemorrhage within the brain stem extending from the dome of the aneurysm. The aneurysmal hemorrhage had dissected through the brain stem into the ventricular system. She was transferred to a (B)(6) hospital intensive care unit where she was determined to be brain dead.